Event description:
The customer tested her blood glucose using her contour ts meters and received readings of 122 and 63 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.